Manufacturer narrative:
Clinical conclusion: although a temporal relationship exists between ccpd treatment with the liberty cycler and the patient¿s unspecified complications resulting in pt. Hospitalization; there is no documentation that supports a causal relationship. Additionally, there have been no reports of a liberty cycler malfunction or product deficiency associated with the event. The cycler did not warrant return to manufacturer for further investigation. Per the nurse, the patient¿s unspecified adverse event was attributed to his pacemaker and unspecified pre-existing condition. No further information is available. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2018, this peritoneal dialysis patient (pt.) On continuous cycling peritoneal dialysis (ccpd) therapy made a service call asking for assistance with cancelling pd treatment on the cycler. The patient further reported he had placement of a pacemaker (unknown date) and was having unspecified complications and needed urgent hospitalization. At the time of the call, the patient stated he had disconnected from the cycler and indicated he did a manual drain. During follow-up, the patient¿s peritoneal dialysis nurse reported the patient¿s hospitalization was related to the pacemaker and unspecified pore-existing conditions. The nurse affirmed the event was not related to the liberty cycler. No further information is available.